Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Survey results from a cardiovascular surgeon in practice 15 years. Physician has been using medtronic¿s nitrex guidewires since 2017, using a total of 20 in the last year. 2 of these were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires used for coronary vasculature procedures. 10 were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter guidewires used during peripheral vasculature procedures. 8 were 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires were used in peripheral vasculature procedures. While using the 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires during coronary vasculature procedures, 2 minor inflammation events around the cannulation point were reported. Both events were deemed expected and reported to not be device related. While using the 0.36 mm (0.014 in), the 0.46 mm (0.018 in), 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires during peripheral vasculature procedures, 2 minor inflammation events around the cannulation point were reported. Both events were deemed expected and reported to not be device related.